Event description:
(B)(4) received a complaint that biopsy samples from a tissue processing run were under-processed. On 13 december 2016, (B)(4) received information that re-biopsy of two (2) male patients will be required. It was also documented that the institution was not prepared to provide any further patient details. Investigation of this complaint by (B)(4) is in progress and if additional information becomes available a follow up report will be submitted. Refer to importer report numbers (B)(4) for all patients involved.

Event description:
Following the leica biosystems manufacturer's investigation of this complaint, it was found that the instrument operated within specification. The root cause of the sub-optimal tissue processing reported was a use error. Specifically, a user failed to complete manual replacement of a reagent in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." See manufacturer follow up reports 8020030-2016-00090 and 8020030-2016-00091 for more specific information regarding the investigation of this complaint.